Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
A company representative reported that a patient has experienced post-operative migration of an everest set screw at l4. Revision surgery has not been performed.